Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the tsc specialist discovered that the customer had loaded the initial sample onto the instrument prior to uncapping it, causing the sample probe to crash through the tube cap. The operator's guide for dimension exl with lm instruments instructs: "ensure that any lids on sample cups are pressed down completely and that all stoppers have been removed from sample tubes." The customer stated that there was no debris in the sample tube after it was sampled. It is unknown if rubber was aspirated when the sample probe crashed through the tube cap. The patient was redrawn, and the new sample was run on the same instrument and resulted as expected. The cause of the discordant, falsely low sodium, potassium, chloride, calcium, glucose, and creatinine results is unknown. The cause of the sample probe crashing through the tube cap of the patient sample is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium, potassium, chloride, calcium, glucose, and creatinine results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned the results. The patient was redrawn and the new sample was tested on the same instrument and resulted as expected. The rerun results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium, calcium, glucose, and creatinine results.